Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient was urgently transported due to suspected loss of capture on the right ventricular (rv) lead (7741/(B)(4)) and device (l311/(B)(4)). Upon checking the pace impedance measurements, the values were out of range on the rv lead. Noise was noted on the right atrial (ra) lead and loss of capture was also noted. The device as reprogramed and insulation damage or a lead fracture was suspected on the rv lead, but not confirmed. A revision was planned. No adverse patient effects were reported. Additional information noted that a revision took place to add another rv lead (7741/(B)(4)) and the physician attempted the cut down technique. During the procedure it was difficult to advance the new lead. Finally, the lead was positioned in the appropriate area and the helix was attempted to be extended, but after twenty to thirty turns the helix did not extend thus the stylet was pulled. The helix of the lead then slightly extended, and the helix was additional rotated due to possible torque accumulation. The lead was tested and no issues with measurements were noted, but out of range pace impedance measurements were once again seen. The lead was tested with the pacing system analyzer (psa) prior which showed normal values, thus a device issue was suspected. This lead was removed and measurements were again tested with the psa which showed out of range pace impedance measurements. The lead was attempted to be implanted again but the helix could not be retracted. Due to the patient condition worsening as a result of the prolonged procedure, another procedure was scheduled at a later date. This procedure was abandoned. Additional information received noted that another procedure took place and a new lead was implanted successfully. The device l301/(B)(4) and lead 7741/(B)(4) will be returned for analysis. Lead 7741/(B)(4) was surgically abandoned and will not be returned.